Event description:
It was reported that the unit was not powering on and a upon further testing the unit had blown fuses. It is not know if the unit had blown the fuses itself or if it happened during a power spike.

Manufacturer narrative:
(B)(4).